Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she was letting the pump run to get moisture out of the tubing. She looked over and saw a glow and then smoke. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause the sparking as reported by the customer. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual exam of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual exam of the cord revealed a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured 60.1 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires, she saw a spark and a "glow," and could smell and see smoke but not a fire. No injuries were reported.